Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. After a non-boston scientific guidewire and guidezilla ii guide extension catheter crossed the lesion, a 4.00 x 20mm synergy? Xd drug-eluting stent was advanced for treatment but could not deliver through the lesion. However, during the procedure, the stent was withdrawn, during which the wire was lost, and it was then noted that the stent shaft was fractured. Both devices were removed. The vessel was rewired, the guidezilla was reintroduced, and again deliver the 4.0 20 mm synergy? Xd stent was attempted; however, delivery was still unsuccessful. A non-bsc catheter was then utilized, but the new synergy? Des again could not be delivered. Finally, the procedure was completed with a 3.5 16 mm synergy? Stent. No patient complications were reported and the patient fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was not returned for analysis; therefore, a technical analysis could not be performed. A photo was returned with the complaint information, showing a break in the hypotube and a slight kink a few centimeters from the strain relief.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. After a non-boston scientific guidewire and guidezilla ii guide extension catheter crossed the lesion, a 4.00 x 20mm synergy? Xd drug-eluting stent was advanced for treatment but could not deliver through the lesion. However, during the procedure, the stent was withdrawn, during which the wire was lost, and it was then noted that the stent shaft was fractured. Both devices were removed. The vessel was rewired, the guidezilla was reintroduced, and again deliver the 4.0 20 mm synergy? Xd stent was attempted; however, delivery was still unsuccessful. A non-bsc catheter was then utilized, but the new synergy? Des again could not be delivered. Finally, the procedure was completed with a 3.5 16 mm synergy? Stent. No patient complications were reported and the patient fully recovered.